Event description:
It was reported that the right ventricular (rv) lead had oversensing. It was also noted that the patient received anti-tachycardia pacing therapy due to the oversensing and subsequently the patient received two inappropriate shocks due to t-wave oversensing.

Event description:
It was reported that the right ventricular (rv) lead had oversensing. The rv lead is being further tested and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.